Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jun-04. The cause of the high impedances was not determined. The rep reprogrammed as a result of the issue and the patient is getting effective therapy. This information was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2019, the rep checked impedances and found that all contacts associated with 11, 12 and 15 were >10,000 ohms. No symptoms were reported. No further complications were reported or anticipated.